Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was returned to olympus for evaluation. Visual inspection was performed on the device and found that the probe tip was detached. The broken portion was returned and measured approximately 0.647¿. Further evaluation found tissue build up on the jaw. The ptfe pad (teflon pad) was inspected and found it in good condition, with no metal exposed. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the probe broke off and fell into the patient. The device fragment was retrieved with an unknown device. It is unknown if the intended procedure was completed. There was no patient injury reported.